Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, there is water behind the led screen. The customer stated the insulin pump alerted off no power, counted down one through seven, then alarmed spi to motor pic communication error. The customer stated they did not receive a low battery alert prior to off no power alert. The screen has a haze. Unable to verify spi to motor pic communication error due to the insulin pump being stuck in a loop. The customer did not mention any symptoms of their blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No spi to motor pic communication error alarm and no unexpected off no power alarm. No moisture damage found inside the pump. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.